Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The patient stated that the infusion device shut off without first displaying an error or alert message. It was alleged that this has occurred three times in the past six months. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion device was requested to be returned for product evaluation.